Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7029307, UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason.